Event description:
Customer reported that the insulin pump was not functioning properly and did not turn back on after suspending for low blood glucose. Customer stated that the insulin pump recently alerted them to a blood glucose level of 48.6 mg/dl and that alarm could not be cleared. No further information was provided.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was programmed with wizard bolus and monitored. The bolus was delivered and recorded properly in bolus history screen. Unit had minor scratched lcd window and cracked reservoir tube lip. Unit was communicated properly with minilink transmitter sensor and glucose sensor simulator. Low glucose suspend alarm functioned properly and unit did not restart after clearing this alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.